Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/16/2009 (through follow up with the health care provider via fax), a response was recieved, however, the cause of death was not provided. The operative report of 2009 was also received. It was noted on the response that the device is unavailable for evaluation, as the device was not explanted. A device history record review is in process.

Event description:
It was reported that the patient has expired after implant duration of approximately 1.2 months. The cause of death is unknown. It is unknown if the death is device related. Per the operative report, "the patient was then transported to the cicu in stable condition."

Event description:
It was reported that the pump previously contained morphine. A trial was being performed. The patient was attending clinic twice weekly to increase the drug dose slowly to assess effectivity. During the trial, a pump alarm sounded; the patient failed to report until one week post alarm. The pump alarmed due to a motor stall; multiple resets occurred with low battery message. The pump was explanted as it had remained stalled over the 48 hour tube set limit. The pump had been implanted approximately 2 years. The patient declined a replacement pump. Following pump removal, the patient has been reintroduced to oral morphine medication. Per the reporter, there was no injury.